Manufacturer narrative:
The cause of the discordant result is unknown. Quality control results were acceptable on the day of the discordant result. Siemens service was sent on site and replaced aspirate probe 4 and cleaned the ionizer contacts because a signal error 3 was observed. The grounding cable was checked. No conclusions can be drawn. Service performed a precision study with mulit-diluent 11 and quality control material and the performance of the assay was acceptable. No conclusions can be drawn. Service noted that the customer utilizes a sample centrifugation time less than 10 minutes and recommended that the centrifugation time be increased to 10 minutes. No conclusions can be drawn. The system is performing to specification. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an initial advia centaur xp troponin ultra (tni ultra) result that was elevated and negative upon repeat testing. There are no reports that treatment was altered or prescribed based on the discordant result. There are no reports of adverse health consequences based on the discordant advia centaur xp tni ultra result.